Manufacturer narrative:
(B)(4). Additional information: ere any noises heard such as whistling or hissing? Yes there was a noise. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? The abdominal insufflation was not completed because there was no enough pressure what was the gas consumption rate or volume (liter/minute)? The gas consumption was 3 litter/minute. Were you able to identify where the leak was coming from? The surgeon mentioned the leak was from the connecting area between the funnel shape housing and the lower housing, which means from between the duck bell valve and the universal seal. Was a device inserted in the trocar during the leaking? If so, what device? This trocar was the first one to be inserted in that case, and the leak started (as per the surgeon) even before full abdominal insufflation, was any torque being applied to the trocar or device? No the analysis results found that the device was returned for analysis. During visual inspection of the device, the obturator head was observed to be separated from the obturator as the pins that hold the obturator head were damaged. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. A potential cause of the broken pins condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. However, this condition on the device was found to be not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was a gas leak through the trocar immediately after insertion. The surgeon used the open technique and this trocar was the first one. Gas started to leak even before full abdominal insufflation, with no instruments inside it. It is unknown how the procedure was completed. There were no adverse consequences for the patient.